Event description:
I had bilateral breast implants (allergan natrelle) following bilateral mastectomies. Within days of getting the implants I began experiencing hard pain which progressed to my forearms and hands, as well as to my lower legs and feet. I have been to countless specialists and had numerous tests. I was diagnosed with small fiber neuropathy and have required chronic pain management for the last few years.